Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not suspend the insulin pump when pressing the act button. The customer also reported that they received a failed battery test alarm. The customer mentioned that they were hospitalized but not due to diabetes related. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. The pump was received with normal operating currents, and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Several boluses were programmed and delivered properly. The bolus suspend feature was working properly during the bolus deliveries. The pump was monitored and no unexpected failed battery test alarms occured during testing. The pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a stained end cap sticker and a scratched reservoir tube window.